Event description:
A nurse reported that a pt had an unexpected outcome following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could be identified by the investigation. There were no other complaints reported in this lot. Add'l info was requested by phone, fax and mail on 02/02/2012. A completed questionnaire has not been received. (B)(4).